Manufacturer narrative:
It was reported that the valve was not opening and closing normally post implant. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A smaller valve was successfully implanted, so it is possible the valve was miss-sized, which could have contributed to the reported event. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were tested with a "test valve device" and they were not moving normally. During implant, it was observed that the valve leaflets did not open and close flexibly. The valve was removed and the leaflets were again tested outside the patient with no improvement to its mobility. A new 25mm masters series heart coated aortic valved graft was successfully implanted as a replacement. The patient was reported to be in normal condition.